Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to button/keypad anomaly.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 376 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.